Manufacturer narrative:
The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
There was no patient involvement. (B)(4). Case description: tech called in for help on 8100 unit. Case resolution: tech was try to run pm test on 8100 unit but it kept error out but no error code, had tech power unit off back on in maintenance mode then refresh asm software, then select 8100 unit on software try to run test again work with no error.